Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2009. Approximately three minutes into therapy, the temperature began fluctuating and the pressure could not be maintained. The catheter was removed and two small holes were noted at the top of the balloon. Approximately 30cc of d5w had been inserted into the catheter. Approximately 10cc of fluid was extracted. A hysteroscopy was performed. Another like was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.